Manufacturer narrative:
Section h4: additional information. Section d4: corrected data. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had major bleeding between (B)(6) 2020. The patient had an international normalized ratio (inr) of 2.5, hemoglobin of 8.3 g/dl, and iron 14 ug/l.a blood test at the patient's family doctor found a low hemoglobin value of 8.5 g/gl. Gastroscopy found erosive gastritis. A colonoscopy found small polyp buds. An active source of bleeding could not be found. Most likely the bleeding occurred in the stomach area. The patient was put under oral anticoagulation with warfarin and aspirin which the patient had to take due to the mechanical support system of the heart. The aspirin was paused. The patient had 4 doses of iron (iii) intravenously. Therapy was supplemented with proton pump inhibitor. The patient was discharged on (B)(6) 2020 in a stable condition.